Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due toflattened act dome switch. (Crease) no traces of moisture were noted atelectronic, motor and keypad assemblies per visual inspection. Unitreceived with scratched lcd window. Unit recieved with cracked batterytube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 366 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.